Event description:
It was observed that during the device evaluation, the camera head's image is bad and noise is showing on the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the following reportable malfunctions were identified during the device evaluation: image is bad and noise is showing on the image. Based on the results of the investigation it was found that the image is bad and noise showing on the image was due to a faulty charged coupled device (ccd) device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.